Manufacturer narrative:
Concomitant medical products - no associated products reported. The manufacturer did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to unknown reasons.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer gmbh winterthur legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. D11 concomitant medical products: item# 01.00181.480, lot# 2407058, metasul ldh, head, 48, code n, taper 18/20, item# 01.00185.146, lot# 2420210, head adapter m/0 12/14-18/20, item# 77110710, lot# 60832080, zimmer m/l taper hip prosthesis. Device history record (DHR) was reviewed and no discrepancies were found. Review of event description: durom acetabular component implanted on (B)(6) 2008 and revised on may 15, 2018 due to discomfort by elevated cobalt and chromium ion levels, fluid collection and local tissue reaction in left hip. - surgical report : review of surgical report did not lead to new information regarding the reported event. - other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. Visual examination: explant examination report. Conclusion no further investigation required as this issue is known and addressed in (B)(4) (error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. Should any additional information that changes the assessment become available to us, or any extra demand be requested, we will re-evaluate the case. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above in h7 and h9, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient underwent revision surgery approximately ten years post implantation due to persistently elevated cobalt ion levels, increasing pain and fluid collection in right hip.